Event description:
Due to an ongoing loss of access to historical data including the delivery of insulin with my tandem insulin pump I have encountered multiple medical events needing immediate medical self treatment. The tandem t:slim x2 insulin pump was released with control iq aid algorithm that was approved by the FDA. This release included access to data on pump insulin delivery data, limited on the pump, but backed up online to tandem in realtime. In october '24 tandem stopped providing access to this historical data online and limited the historical data available in the pump. Previous to oct. '24 the tandem tconnect online portal provided access to historical data and reports could saved to be used to assess insulin delivery historical data. In the management of insulin dependent diabetes historical data is critical to identify insulin delivery and pump aid algorithm data to make setting adjustments used to safely manage bg with insulin. However, with tandem closing access to this personal medical data it is no longer possible to assess insulin delivery data to enable accurate assessment and planning for the settings used in the tandem t: slim pump and the control iq algorithm. This last month without access to this data has put myself and my provider/endo in the position of guessing what appropriate dosing is necessary to effectively and safely manage bg with the tandem control iq algorithm and insulin pump. We have to guess, hope, and respond to unknown outcomes of under and overdosing issue when changes in dosing are necessary. I thought that the pump insulin delivery data function was used to clear the tandem t: slim pump and the control iq algorithm in the us be the FDA. Why is tandem not accountable to patients and providers to continue to provide access to this data that is used by the patient and providers to make critical decisions on dosing settings used in the t: slim insulin pump running control iq? This is also confirmed with cgm data use in conjunction with the insulin pump to manage blood glucose. Refer to additional documents in i2k.